Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the tire is bent making the chair unstable. Per the technician's evaluation, the right wheel rubs the right arm and the wheel is slightly bent.

Manufacturer narrative:
Per the technician's evaluation, the right wheel rubs the right arm with weight in the chair, and the arms have too much play in them. An expanded evaluation was performed. Per the expanded evaluation report, the right rear wheel did not rotate straight on the axle bolt. As it rotated, it moved between 3/8 and 1/2 of an inch away from the arm rest. The tire/wheel was not identified as being bent. The arm rests were able to detach and lock into place with the snap buttons. Therefore, the complaint of the tire/wheel being bent was not verified; however, the complaint of the chair being unstable was confirmed, as the right rear wheel would change distance between the arm rest during rotation.

Event description:
Dealer states the tire is bent making the chair unstable. Per the technician's evaluation, the right wheel rubs the right arm with weight in the chair, and the arms have too much play in them. An expanded evaluation was performed. Per the expanded evaluation report, the right rear wheel did not rotate straight on the axle bolt. As it rotated, it moved between 3/8 and 1/2 of an inch away from the arm rest. The tire/wheel was not identified as being bent. The arm rests were able to detach and lock into place with the snap buttons.